Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was damaged and the customer experienced difficulty charging the pump as a result. Reportedly, the customer was able to charge the pump with an alternate cable. There was no reported impact to customer's blood glucose level.